Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia and insulin pump alleging possible under delivery. The customer blood glucose level was 444 mg/dl and 400 at the time of incident. Customer¿s current blood glucose level was 150 mg/dl customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin shots for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer performed displacement test and high pressure test and passed. Customer experienced bronchitis and had some medication. Customer stated insulin pump had insulin flow block alarm. The device will not be returned for analysis.